Event description:
The patient stated that he noticed this morning that his "infusion set had come loose" and his blood glucose levels were "high". He reported that this had occurred "off and on for one month". The patient's daughter, who he identified as a nurse, then took the following actions and provided additional details. She assisted her father in replacing his infusion set. She stated that his blood glucose reading was 270 mg/dl at the time. His recommended blood glucose level was reported to be 120 mg/dl. He reported no symptoms of elevated blood glucose. She stated that he corrected elevated blood glucose levels by administering a bolus of insulin using his infusion device. The patient's daughter conveyed that both she and her father believed that his "high" glucose levels were due to wearing his infusion sets too long and also to the infusion set adhesive coming loose from the infusion site. He reported wearing his infusion set for four days. The product was requested to be returned for evaluation.